Manufacturer narrative:
The ge service rep replaced the thermoswitch. The customer was still receiving errors from machine. He proceeded with the monoblock replacement. After replacing the monoblock, rebooting the system required a version upgrade because the generator software didn't match the new monoblock. He loaded version 2.05.18 software then rebooted the system and configured all parameters to include tube, collimator, and camera. The system operates as intended.

Event description:
The customer reported that they were receiving an error that the system was not getting up to temperature and radiations had been turned off. The case was completed with a different unit.